Manufacturer narrative:
Type of evaluation was remote modem connection to the customer's device. Incorrect time of the day. Device setting (clock time) corrected. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a (B) (4) computer (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The customer reported that the system time (clock time) was too fast about 20 minutes. This issue was resolved by adjusting the clock to the correct time of day. The device provides the user the ability to set the clock's time, but in this case, the customer called to ask for assistance in doing so. It was not necessary to return any device or physically travel to the customer's site to assist them in resolving the reported issues.

Event description:
The reporter stated that the clock time on the device was too fast by 20 minutes. No further information for the patient identifier shown in block a1 was provided by the reporter.